Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The increased airstream temperature appears to have been caused by the ambient conditions in which the device was operating. The device was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
The manufacturer received information alleging a ventilator was alarming for "high temperature". There was no harm or injury reported.